Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was found that there was a collimator error on pendant' collimator filter ladder was jammed. The collimator filter ladder was manually moved to unjam it, and this resolved the issue. The imaging system then passed the system checkout, and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the system will not go past initializing please wait. X-ray is showing disabled. System was rebooted multiple times without resolution. No patient present.